Event description:
N/a

Manufacturer narrative:
Cusa clarity 23khz bone tip (c7420s) was returned for evaluation: failure analysis: evaluation of the returned tip confirmed that it was in fact fractured. The angle of the fracture is indicative of excessive lateral loading, which is warned against in the cusa clarity IFU. Root cause: the angle of the fracture is indicative of excessive lateral loading, which is warned against in the cusa clarity IFU, where it states "avoid excessive lateral loading of cusa clarity tips. This may result in injury to the patient and/or user, or equipment damage." Based on this evaluation, root cause determination, and risk assessment, no further action or investigation is planned.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cusa clarity 23khz bone tip (c7420s) broke during a spinal cord tumor surgery, and it was noted that there was a crack in the flue around the tip. All the broken parts were recovered and it did not result in a health hazard to the patient. Another product was used for the procedure. No information of surgical delay was available.

Manufacturer narrative:
Cusa clarity 23khz bone tip (5 pack) (c7420s) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. The complaint description states that the flue cracked around the tip during use; therefore, not an out of the box condition. A possible root cause for this could be related to excessive lateral loading of the tip. The following warning can be found in the cusa clarity user guide: avoid excessive lateral loading of cusa clarity tips. This may result in injury to the patient and/or user, or equipment damage. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.